Manufacturer narrative:
(B)(4). Reported adverse event regarding a vaginal bottom erosion/exposure, a syndrome of distal obstruction, dyspareunia, rectocele found in 2003 and resection of the rectum by means of trans-anal with burial of vaginally exposed material was submitted via mw # 2210968-2019-81252. Reported adverse event regarding pelvic pain, disabling, imperfect cicatrization of the vaginal fundus, re-intervention for removal of the prosthetic band that was retracted on the inflammatory peritoneum was submitted via 2210968-2019-81253. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure involving a hysterectomy with fixation of the vaginal walls to promontory; 2 strips + blue graphs, exclusion of douglas and burch, on (B)(6) 2002 and a mesh was implanted. It was reported that in 2003 there was a vaginal bottom erosion and rectocele. It was reported that the exposure of vaginal bottom was due to a syndrome of distal obstruction, rectocele, and exposure of material at the level of the vaginal bottom responsible of dyspareunia; resection of the rectum by means of trans-anal with burial of vaginally exposed material. It was also reported that in 2004, there was a complete excision of the material due to persistent pelvic pain, disabling, imperfect cicatrization of the vaginal fundus. It was reported that there was re-intervention for removal of the prosthetic band which is retracted on an inflammatory peritoneum, particularly at the level of the vaginal bottom and the l5-s1 disc. It was also reported that on (B)(6) 2007, there was a growing perineal pain, currently - transit disorders without urinary incontinence to the associated effort - enterocele stage iii associated with a rectocele - pain in the left gluteal region. It was reported that promonto-fixation; 2 strips, one anterior and the other posterior, attached to the vaginal wall using separate points to suture, was achieved by pfannenstiel's laparotomy - right ureterolysis - exclusion of the pouch of douglas.